Event description:
It was reported by the field service engineer that during a routine check the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The beep sound is coming after switching off. No patient involvement. No harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that after thoroughly checking suspected problem is in the power management pcb. After replace the power management pcb found that the problem has been solved and its handed over to the customer in good working condition.

Manufacturer narrative:
E. Initial reporter. Event site name: (B)(6). Event site postal code: (B)(6) contact person name: mr. (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.